Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime excessive no delivery test, occlusion test, self test, and a21 error test. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. The insulin pump was tested with no motor error alarm and no excessive no delivery alarms noted; the motor was tested outside of the device and passed. The insulin pump was tested with a water filled test reservoir; several boluses were programmed and delivered the units left at display properly and match units left at test reservoir, the low reservoir alarm feature working properly. The insulin pump was received with cracked battery tube thread and cracked reservoir tube lip noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The mother of a customer reported via phone call that the insulin pump alarmed motor error and 2 no delivery alarms. The customer's blood glucose reading was 140 mg/dl at the time of incident and had a low of 30 mg/dl two days prior to the call. Troubleshooting found that there was a motor alarm in the pump history. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.